Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer, assisted by technical support, successfully reset the pump and resolved the issue; the malfunction did not recur. The customer was advised to continue using the pump and to report back if the issue reappears.